Event description:
After a uterine ablation it was noted that the pt suffered a third degree burn under the return electrode. A roller electrode was in use with lactated ringers being used for the distention irrigation.